Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the stent was compressed in its mid-section. No other damage was visible along the entire device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following predilation with a 1.5x20mm unspecified balloon catheter, a 2.50x32mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.